Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a 6 x 20 evercross device to treat a severely calcified lesion with 99% stenosis in the proximal right superficial femoral artery(sfa). Severe tortuosity was reported. A non-medtronic inflation device was used. Physician used a 6f non -medtronic sheath along with a non-medtronic guidewire. The physician pre-dilated the right common femoral and proximal right sfa with a 3 x 100 nanocross followed by a 4 x 100 nanocross. A hawkone m was used throughout the right common femoral and right proximal sfa. The IFU was followed and the 6 x 20 evercross device was prepped without issue. It was reported the balloon ruptured at 6atm. The physician upsized to a 7f non-medtronic sheath to remove the ruptured balloon. The balloon was removed and replaced with a 5 x 200 evercross balloon in the proximal sfa. A 7 x 150 everflex stent was placed in the proximal sfa. A 6 x 200 evercross balloon was used as post dilation of the right proximal sfa. When removing the 6 x 200 evercross the balloon ripped off and was stuck in the proximal sfa. The physician tried using a gooseneck snare device but upsizing the sheath from the 6f to the 7f allowed removal of the balloon. When removing the 6f sheath the ruptured balloon was attached to the wire and the wire was removed with the sheath. Images were taken of the 7f sheath, the procedure was then completed using a 6 x 20 fortrex balloon in the proximal sfa, followed by a 7 x 20 fortrex balloon in the right proximal sfa. The physician took a right lower extremity image and everything appeared to be fine so he determined the case was completed.